Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a button alarm. Customer had elevated blood glucose levels (344 mg/dl). Customer delivered a correction bolus to stabilize blood glucose levels. Tandem technical support educated the customer on how to prevent button alarms from being triggered. Customer resumed insulin and stated their blood glucose levels have lowered to 180 mg/dl.